Event description:
Patient reported recalled implant with pain, lumps and shaping. Later patient reported, this implant was taken out due to an infection I had in a burn that was caused by the surgeon at the top of my chest. Patient later stated, only had to have it removed due to a complication caused by my surgeon and not the implant itself. This record is for right side. The device was explanted and replaced with abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).